Event description:
It was reported that this pacemaker system exhibited right atrial (ra) high out of range pacing impedance measurements greater than 3000 ohms. The ra lead was programmed to unipolar which had withing range impedance measurements. Technical services (ts) was consulted, discussed there appears to be a lead fracture and this device is not approved for magnetic resonance imaging (MRI). This pacemaker system remains in service. No adverse patient effects were reported.